Manufacturer narrative:
Date of event: exact date unknown, event occurred a couple of years ago from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2218-70 serial:(B)(4). Batch: 15605046/15893697.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All device components were explanted. No further information has been obtained despite good faith efforts.